Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the area where the tubing and the luer are connected, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo and 10 samples for investigation. The photo was reviewed and showed a product package and a device with a line pointing to a tubing location but does not show the reported defect. The 10 samples were visually inspected for severed tubing and tubing separated from the device. All samples passed visual inspections additionally, the 10 returned samples along with 30 retained samples were subjected to a functional draw test. All returned samples passed with no evidence of leakage or defects during or after the draw; however 1 of the retained samples exhibited leakage between the male and female luer connection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the area where the tubing and the luer are connected, requiring recollection. No adverse impact was reported regarding the patient or user.